Event description:
#Medwatcher #(B)(4). Since getting essure I have noticed that I have migraines more frequently, low libido, hot flashes, joint pains, muscle soreness, vitamin deficiencies including vitamin d and potassium, ovarian cysts, and excruciating pelvic pain, heavy and painful menstrual cycles, and chronic recurring bacterial vaginosis.